Event description:
On 26-mar-2026, an arthrex subsidiary employee reported via email that an ar-1678-cp internalbrace ligament augmentation repair kit had the anchor break in half during insertion. The procedure was completed using a replacement ar-1678-cp internalbrace ligament augmentation repair kit, and all anchor fragments were retrieved. There was no significant delay; no additional anesthesia was administered. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 30-mar-2026: the biocomposite swivelock anchor that broke in half during insertion was the 3.5mm anchor.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.